Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/08/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of needle breakage events? For each case provide the following information: a. What are the procedure names? B. What are the procedure dates? C. What are the product codes? D. What are the lot numbers? E. Were there any adverse consequences? F. Was there any surgical or medical intervention? G. Did any piece(s) of the needle fall into the patient¿s tissue? I. Was the needle piece(s) retrieved? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? H. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? I. If retained, what is the surgeon's opinion of consequences to the patient? What is the total number of suture detaching from the needle events? A. What are the procedure names? B. What are the procedure dates? C. What are the product codes? D. What are the lot numbers? E. Were there any adverse consequences? F. Was there any surgical or medical intervention? G. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? H. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? Have any of the above cases been previously reported to ethicon? If so, please provide the respective reference number(s).

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was also reported that the suture broke and/or was detached. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent c-section on (B)(6) 2016 and the suture was used. It was reported that needle broke. The needle did not fall into the patient and there were no adverse patient consequences reported. No additional information was provided. (B)(4). Additional information was requested and the following was obtained: what is the total number of needle breakage events - for each case provide the following information: what are the procedure names - c-section. What are the procedure dates - (B)(6) 2016. Did any piece(s) of the needle fall into the patient¿s tissue - no. Were x-rays taken to locate the needle piece(s) - no. If retained, what is the surgeon's opinion of consequences to the patient - no effect.